Manufacturer narrative:
Based on the claim against the product by the customer noting camera not engaging on arm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) was replaced to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The usm was analyzed, and the reported complaint was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode as the unit would not recognize the instruments. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, sensors check, and sine cycle, but failed the carriage friction on degree of freedom (dof) 6. The instrument sterile adapter (isa), top plate, dof 6 rotor and gearbox will be replaced as a fix. The carriage will be reworked. The complaint regarding camera not engaging on usm arm 3 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure was conducted by an isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed multiple engagement errors that may have been related to the system complaint. Additional logs show system (B)(4) was used on (B)(6) 2022 for a liver resection procedure. No image or video clip for the reported event was available for review. The probable root cause is attributed to component failure of the usm. This complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to multiple engagement errors on the usm arm. Failure analysis of the usm arm confirmed a component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a customer called while the operating room staff was trying to attach the camera to arm 3, but the camera would not engage. The customer had reseated the sterile adapter on arm 3 several times and power cycled the system and the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) stated that the system event logs show multiple engagement errors reported by arm 3 indicating the presence pin 2 was not detected during tool engagement. The customer was not able to visually verify the presence pin due to ongoing procedure in the room. The surgeon opted to convert the procedure but did not indicate if it was open surgery or traditional laparoscopic surgery. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.